Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 20:37:34. During night drain cycle five, the patient's ultrafiltration reading was 1527ml, indicating the patient drained 1527ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.